Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies were noted per visual inspection. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratched lcd window. Unit received with partially broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to moisture. Customer stated that he had the device in the pocket of a wet swimsuit. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.